Event description:
Bilateral unicompartmental knee replacement ¿ makoplasty. Problem: poor tracking of knee caps. Surgery was followed by six months of physical therapy. Total knee replacement scheduled right knee (B)(6) and left knee (B)(6).